Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 415 mg/dl at the time of incident. The customer stated that she was not hospitalized. The customer stated that she treated the high blood glucose by giving bolus. The customer stated that she was unable to describe any possible damage on the drive support cap. The customer declined to check for the presence of leaks or air bubbles in the reservoir. The customer declined to check for possible site and insulin issues. Troubleshooting found a no delivery alarm. The customer stated that there were no changes made on the insulin pump programming. The customer wanted to perform high pressure test. A tubing clamp was sent but the insulin pump will not be returned for analysis.